Event description:
Caller alleged false negative tni (troponin) results for one pt. Results as follows: pt presented to ER with chest pain and was admitted to the ICU. The following reference ranges were used: triage reference range= 0-0.05. Lab reference range= 0-0.056. Pt medical history was requested but not provided. No other pt info was provided.

Manufacturer narrative:
Investigation pending.